Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a liver lobectomy procedure, the device did not seal even though an end tone, indicating a completed seal cycle was heard. The handpiece and generator were replaced but the issue was duplicated. This report is for the second device used in the procedure. Device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU states, do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. The investigation found the device to function normally and within specification.